Event description:
It was reported by end user daughter that the brakes aren't holding and the arm rest screws keeps coming out as well. She states the trex28r wheel chair has only been in her mothers possession for 9 months. No injuries noted and referred back to the provider.